Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 525 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Troubleshooting for no delivery alarm was performed. Customer advised they use the same site constantly and they were advised that they must change their site locations to avoid no delivery alarms. Customer was unable to troubleshoot and advised they would have their spouse call back to properly troubleshoot.